Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 133 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to manufacturer that during surgery for prophylactic generator replacement, that when the surgeon opened the chest pocket to remove the generator, the lead was "twisted and knotted". No diagnostic testing was done by the surgeon with the existing lead and the new generator. The surgeon also noted that there was an opening in the tubing on the lead body. The lead was therefore, prophylactically replaced. The treating physician had performed diagnostic testing on the device in (B) (6) 2010, where system diagnostic test revealed all ok results and the dcdc converter code was 0. The physician had noted at that time that the pt's epilepsy is well controlled on her current medication regimen and vns settings. The explanted lead has been returned to manufacturer where analysis is underway. In addition, good faith attempts to obtain additional info from the treating physician are underway.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.